Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low alanine aminotransferase (alt) results generated by the unicel dxc 800 pro synchron clinical systems for approximately nineteen (19) patient samples. The customer no longer has the results available. The results were either suppressed low or near 0. The low results were not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) was dispatched: the fse bleached and aligned cuvette wash head. The fse replaced the reagent probes and collar washes and verified alignments. Root cause of this event is unknown.